Event description:
During an opcab procedure, the surgeon was using the heart manipulation device to elevate the heart while doing an anastamosis. The device allegedly dropped the heart. Additional info obtained from the sales representative revealed the heart allegedly dropped at the beginning of the anastamosis, however, there was no pt injury. The pressure was set at 420-450mm hg. There was some fat on the heart.